Event description:
It was reported that (1) device was used during an esophagectomy. It was reported by the affiliate that they made a purse string and inserted anvil into esophagus. Then inserted cdh29 into the stomach. The anvil would not click on. The surgeon assured the rep that the moynihan clip was not on the locking spring mechanism. After an anxious time the head seemed to be on but no click was heard. The device was wound down and fired. The anastomosis seemed ok. The device was looked at later by the rep and the rep doesn't think "the clicks on as positive as usual." There was no consequence to the pt.